Event description:
The customer contact reported the pt received less medication than intended. The device was programmed to deliver an unspecified chemotherapy medication at a rate of 503 ml, for a duration of one hour and the delivery was started. No further programming parameters were provided. It was reported that after one hour, the device alarmed with an unspecified alarm code. At this time, the nurse noted that "very little" of the medication had infused. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including when the device was removed from clinical use and if the therapy was resumed.

Manufacturer narrative:
The pump passed testing for delivery accuracy. During testing, the pump delivered a measured volume of 19.81ml from an expected delivery of 20.0ml. Delivery accuracy for this pump requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the user facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).